Event description:
It was reported by the customer that when using the BD Pyxis¿ MedStation¿ ES system had a black screen. However, there was no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-AUG-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer found that the station was stuck on a black screen and would not boot properly. The engineer switched the station to a different wall outlet, after which the station powered on successfully. The customer signed in to the station and verified that it was functioning normally. Normal operation was restored, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.